Event description:
It was reported that the patient had to be externally rescued. Visual observation showed arching to the competitors ICD can. Testing of the lead showed normal. No anomalies were noted. The lead was capped and replaced. The patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.